Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint: (B)(4) has been evaluated. The lot: 2028265 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 44 test on reference samples, 10 samples out 10 samples passed the leak test. The lot: 6006120 was manufactured according to the document version 65 on the packing process in the line inset 6 on 28/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that patient faced infusion set leaking event on (B)(6) 2024. Blood glucose level was high and also there was presence of ketones at the time of event. The patient took correction pen to address the event. No further information available.